Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two weeks post-implant, the right ventricular (rv) lead dislodged resulting in oversensing and the patient receiving three inappropriate shocks. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.